Event description:
Fetal monitor transducer heated up burning patient's abdomen. Manufacturer response for phillips healthcare transducer, transducer (per site reporter): manufacturer has been advised, they are unsure of exactly what the problem is although their instruction manual does suggest they are aware that burns can occur.